Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the had no video during reprocessing was conduction failed at the circuit board in the scope connector by influence of moisture that entered from the leaking point or the internal charge-coupled device cable was damaged by influence of the stress on the insertion tube. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, buckling and deformation of the instrument channel, conduction failure between distal end and connector, unusual restriction in insertion tube, found cut on charged coupled device shrink tube, and dents throughout insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had no video during reprocessing in the bronch lab for an unknown procedure. There was no report of patient harm or user injury associated with this event.